Event description:
It was reported that the procedure was to treat the right and left common iliac arteries. No resistance was felt while crossing the foxcross balloons to the lesion for pre-dilatation; however, upon the first inflation at 18 atmospheres, the balloons ruptured. There was no resistance felt during retraction of the balloon catheters from the patient. Although the balloons ruptured, pre-dilatation was considered adequate and the procedure continued on with the successful stenting of the arteries followed by post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - above rated burst pressure. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other foxcross pta catheter is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the foxcross percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. It is likely that the balloon interacted with the lesion upon over inflation, such that it became damaged (scratched) and ruptured as a result. As the noted over inflation of the device may have contributed to the reported difficulties.